Event description:
It was reported that the blade broke during an operation. Fragments of blade went into soft tissue, however they were removed. There was no pt injury reported.

Manufacturer narrative:
Device visually inspected and one tab was broken off the blade mount. However, the sides of the blades show a high level of impact marks. This can occur if the edges of the blade repeatedly strike a hard surface such as the jig. Initial review would indicate that the high level of impact marks on the sides of the blades contributed to the tab breaking at the mount.